Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial and/or lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the events reported in the article were not caused by a defect of the subject device. Therefore, the root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to correct d4 - unique identifier (UDI) number. Since the lot number is unknown at this time, the UDI is (B)(4) depending on the lot number used.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to the following linked patient identifiers: (B)(6). Since the literature described "single-use end caps", olympus selected "maj-2315" as a representative product for processing purposes.

Event description:
Olympus reviewed the following literature titled "minimizing duodenoscope-transmitted infection comes at a cost: duodenoscopes with single-use end caps associated with higher adverse event rates in pediatric ercps." The recent transition to duodenoscopes with single-use end caps and single-use duodenoscopes to mitigate infection risk has an impact on pediatric endoscopy because these same duodenoscopes are used for pediatric ercp. They evaluated outcomes and endoscopists¿ qualitative impressions when using duodenoscopes with single-use end caps compared to standard reusable duodenoscopes for pediatric ercp. During an 18-month period when duodenoscopes with single-use end caps (olympus tjf-q190v) and standard reusable duodenoscopes (olympus tjf-q180v) were both in use, they analyzed endoscopic and clinical data for ercps performed with each type of duodenoscope and endoscopists¿ evaluations of duodenoscope performance. 106 ercp's performed. Performed using duodenoscopes with single-use end caps: 46. 9 required crossover to standard reusable duodenoscopes for procedure completion. 6 of these crossovers were due to unsuccessful advancement beyond the oropharynx. 3 were due to end cap dislodgment in or proximal to the esophagus. Ercps performed with duodenoscopes with single-use end caps: resulted in more instances of gross mucosal trauma. Post-ercp pancreatitis accounted for 8 of 9 ercps requiring advanced cannulation techniques. There were no instances of post-ercp infection. Endoscopists reported challenges with end cap stiffness and alignment at the ampulla for cannulation when using the single-use end caps. Upon removing the scope with single use end caps there is often some superficial laceration with bleeding in the oropharynx. Type of malfunction/number of patients: end cap dislodgment in or proximal to the esophagus/3 occurrences.